Manufacturer narrative:
(B)(4).

Event description:
It was reported that "bluetooth connection between transmitter and mobile app issue" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.